Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose was 13.8 mmol/l. The customer changed the complete set and reservoir. The customer confirmed that the reservoir was not empty. The customer was advised to disconnect at the quick release and to run a 5.0 unit fixed prime. The customer stated that the insulin did not exit, and the insulin pump alarmed no delivery. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. The customer was advised to replace the infusion set and reservoir, and the customer declined to return the supplies for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.